Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a cassette detection error. The pca button did not work. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code: corrected. One device was received for evaluation. Visual inspection found a contaminated downstream occlusion (dso) sensor. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.